Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it has been reportedly discarded by the facility. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information reported on maude report: initial event description, d2, e1: name, email, phone number, e2. Corrections to information on maude report: d1, d3, d4: catalog number, e3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw5067004. The only information contained in this report is correction or additional information. There was no reported delay and no additional medical intervention was required. The procedure was successfully completed. The procedure performed on (B)(6) 2016 was an open reduction of internal fixation of the left hip. The device was discarded and is not available for investigation. This is report 1 of 1 for com-(B)(4).